Manufacturer narrative:
This is one event (seizure) for the same pt involving two separate products: associated mdrs # 1225714-2013-02222 and 1225714-2013-02223.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a seizure on or about (B)(6), 2005 after the use of the product.